Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No ts or suture remain on the delivery needle but were returned. Examination of the construct shows t1 and a portion of the suture is missing. T2 is missing a piece of its distal end. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.

Event description:
It was reported that during acl procedure, surgeon successfully deployed the t1 implant to the meniscal and when he deployed the t2 implant he confirmed he heard the click sound and also t2 implant was deployed. When he start to retrieve the fastfix 360 handle, the t2 implant dislodged and he cut away the suture and remove the t2 from the joint and t1 still intact in meniscal. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.